Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read "high" on the glucometer. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, high pressure, and self tests passed. The customer's mother stated that the cannula was bent when the infusion set was removed from the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.